Event description:
Customer reports to have received a no delivery alarm and noticed a leak at site. Customer states insulin pump alarmed when more than one unit was entered. Customer's blood glucose was 148 mg/dl. Customer was advised that leak may not be from the site. Customer declined troubleshooting as he was sure leaking was from site. Customer was advised to change infusion set and call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.